Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The sample lens was received in a plastic bag cut in halves with one of the loops (haptics) detached, which may be related to the lens explant process. The returned sample was inspected at 10x microscope magnification which is a normal inspection magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that has been implanted and removed from the patient's eye. The lens condition does not allow the performance of diopter optical measurement. A review of the documentation and testing presented in the manufacturing record review were found within manufacturing product specifications. Based on the documents reviewed (line clearance, quantity process) there is no deviation or any non-conformity throughout the process. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.